Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure complete heart block occurred. During ablation, while creating a flutter line, the ablation catheter moved from the target location. This area was ablated for approximately 3 seconds but was sufficient enough to create complete heart block. The patient's previously implanted pacemaker was able to resolve the block but the procedure was not continued. The user believes the patient may now be dependent on the pacemaker as conduction did not recover when the patient left the operating room. There were no performance issues with any abbott device.